Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a ¿loss of prime warning¿ occurred. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available history showed no evidence of loss of prime. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).